Manufacturer narrative:
No issues were identified with the complaint kit lot during the investigation. The investigation is on-going and a supplemental report will be submitted when conclusions are available. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A us customer reported the generation of false positive sars-cov-2, flu a, and flu b results for a patient sample tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 01109x). It was noted the site recognized that these results were not common, so a retest using a new collection was performed on a different cobas liat analyzer, and negative results were generated for all three targets. The negative results were reported. No harm or injury was indicated. The sample was nasopharyngeal, collected in avantik vtm 3 ml. The nasopharyngeal collection kits referenced in the instructions for use include flexible minitip floqswab with universal transport media tm (utm) from copan diagnostics or bd universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas¿ sars-cov-2 & influenza a/b test for use on the cobas¿ liat¿ system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas¿ sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).